Event description:
It was reported that a large volume infusor had a missing top cap. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Investigation summary: baxter received the unit for evaluation. The visual inspection did not verify the reported condition; the unit did not have any missing components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.